Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at unknown dose and concentration via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the code 8286 (empty reservoir) was seen via the patient's personal therapy manager (ptm). The event date was (B)(6) 2018. No symptoms were reported. The patient could not get filled until (B)(6) 2019. The patient had been supplemented with oral medication so they would not go into withdrawal until they could refill the pump. On (B)(6) 2019, they changed the concentration and filled the patient's pump. They pulled back nothing, as expected since the pump was alarming due to being empty. The patient thought they were due for a refill on (B)(6) 2018 whereas the office thought the refill was set for (B)(6) 2019. The patient would be brought back on (B)(6) 2019 and would check for any volume discrepancies. There were no further complications reported at this time.